Event description:
At patient's one week post fitting appointment, it was observed that the implant and abutment were loose. The implant extruded from the skull. At this time, no plans for revision surgery have been made.

Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the IFU. There are no indications that the occurred is a result of manufacturing or component failure.